Manufacturer narrative:
Initially in the 3500a initial the following was reported: initially this issue was reported under manufacturer report number: 2029046-2023-00621 (manufacturer¿s reference number:(B)(4)) for a broken tip issue. However, on 13-apr-2023, additional information was received stating that the original picture reflecting the navistar thermocool reportable issue was provided in that complaint by mistake as it was not the product photo for manufacturer¿s reference number (B)(4). They were unable to clarify if this photo belonged to another complaint. Therefore, since the navistar thermocool device under the picture provided does not belong to the manufacturer¿s reference number (B)(4), a new complaint was created under manufacturer¿s reference number (B)(4). The 3500a initial will be processed accordingly under manufacturer¿s reference number (B)(4) to report the findings from this picture and any additional updates received for this device will continue to be reported under manufacturer¿s reference number (B)(4). Additional information was received on 24-may-2023 clarifying that this photo belonged to complaint manufacturer¿s reference number (B)(4). Since the photo was reported to the usfda under manufacturer¿s reference number (B)(4), the information from manufacturer¿s reference number (B)(4) was transferred to manufacturer¿s reference number (B)(4) and any additional updates received will continue to be reported under manufacturer¿s reference number (B)(4). The transferred additional event issue is the following: irrigation inadequate. During the procedure, there was an intermittent or low irrigation on the device (only five holes could issue saline) but not complete occlusion. A second device was used to complete the procedure. There was no adverse event reported on the patient. The irrigation inadequate issue was assessed as non MDR reportable. Intermittent or low irrigation was highly detectable by the physician. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The following fields for the product information, event date, concomitant product were updated: -d10. Concomitant medical products and therapy dates -d4. Catalog. -d4. Lot. -d4. Expiration date. -d 4. Unique identifier( UDI). -h4. Device manufacture date. -g4. PMA/ 510(k). - b3. Date of event. -h6. Medical device problem code. On 30-may-2023, the picture product investigation was reopened to update the investigation findings which resulted in the following changes: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the tip was observed broken, one of the electrodes was observed lifted with an apparently sharp rough edges. Also, peek housing is broken. These conditions are related to the customer complaint. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. Therefore, added additional code under h6. Type of investigation. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided and the customer¿s reported ¿broken tip¿ issue and ¿irrigation inadequate¿ issue . -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: electrode ((B)(6)) and housing ((B)(6)) were selected as related to the customer¿s reported ¿broken tip¿ issue and the biosense webster inc. Analysis finding of the ¿electrode damaged¿ and ¿peek housing cracked with exposed parts¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the tip was observed broken, one of the electrodes was observed lifted with an apparently sharp rough edges. Also, peek housing is broken. These conditions are related to the customer complaint. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. The customer complaint was confirmed based on the picture received. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) and housing (g04070) were selected as related to the customer¿s reported ¿broken tip¿ issue and the biosense webster inc. Analysis finding of the ¿electrode damaged¿ and ¿peek housing cracked with exposed parts¿ issue. Manufacturer's reference number: (B)(4).

Event description:
Initially this issue was reported under manufacturer report number: 2029046-2023-00621 (manufacturer¿s reference number: pc-001302858) for a broken tip issue. However, on 13-apr-2023, additional information was received stating that the original picture reflecting the navistar thermocool reportable issue was provided in that complaint by mistake as it was not the product photo for manufacturer¿s reference number pc-001302858. They were unable to clarify if this photo belonged to another complaint. Therefore, since the navistar thermocool device under the picture provided does not belong to the manufacturer¿s reference number pc-001302858, a new complaint was created under manufacturer¿s reference number pc-001335395. The 3500a initial will be processed accordingly under manufacturer¿s reference number pc-001335395 to report the findings from this picture and any additional updates received for this device will continue to be reported under manufacturer¿s reference number pc-001335395. The awareness date for this 3500a initial report is 13-apr-2023. The picture was reviewed and assessed as MDR reportable for a broken tip issue.